Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported via company representative "prematurely had to remove a tissue expander from the left breast due to implant rupture on the posterior superior seam after patient complained that [their] breast went flat". The device has been explanted and replaced with a permanent device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo evaluation: visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "implant rupture" of a saline tissue expander.

Event description:
Healthcare professional reported via company representative "prematurely had to remove a tissue expander from the left breast due to implant rupture on the posterior superior seam after patient complained that [their] breast went flat". The device has been explanted and replaced with a permanent device.